Event description:
A cartridge alarm was reported, specifically cartridge alarm 31, cartridge alarm 20, and cartridge 30, during the load process. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support (cts) on the steps for returning the faulty pump, including putting it in storage mode and using a pre-paid label for ups. The pump was confirmed to be in warranty, and a replacement pump was sent to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure no interruption in insulin delivery.